Event description:
It was reported to resmed that an astral device was inoperable. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed. Performance testing could not reproduce the reported complaint. However, review of the device data logs identified a total power failure alarm due to depleted battery. The device will be serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable. There was no harm or serious injury reported as a result of this incident.